Event description:
Patient 2 of 3: a complaint was received from dr. (B)(6) from (B)(6) regarding leakage after using coseal 4ml. He had a case within the past week (hepatico-jejunostomy and case at the time of occurrence was pancreaticoduodenectomy) and it leaked. This report is alarming since the surgeon is getting discouraged with the results. He started using coseal last month and had used 7 times, 3 times of which, it leaked. Per the site, they have religiously followed the instructions for reconstitution and the waiting period to ensure optimal results. The surgeon is reporting that this occurred after his use with 3 patients. All cases will be reported. The baxter complaint numbers are as follows: patient 1 of 3: (B)(4). Patient 2 of 3: (B)(4) (this complaint), patient 3 of 3: (B)(4).

Manufacturer narrative:
(B)(4). Baxter medical assessment: coseal is a peg derivative that breaks down in about 7 days, and is indicated for enforcement of sutures in cardiac and vascular surgery, and for reduction of postoperative adhesion formation in cardiac and abdomino-pelvic surgery. The use for sealing gastrointestinal anastomosis is not recommended. The gi leak is the result of the use of coseal in a non-recommended indication (user error; non-indicated use). The coseal introductions for use are adequate, and should be reviewed with the reporter and the responsible sales representative ((B)(6)). Baxter does not recommend the use of coseal for gastro-intestinal sealing. A follow-up report will be submitted upon follow-up with the reporting surgeon.

Manufacturer narrative:
(B)(4). Baxter (B)(4) completed the investigation. No sample is available. A batch review was performed and identified no issue that could be associated with the complaint. A label review was performed and found that the IFU states the non-recommended indication specifically for gi surgical procedures. It was found to be accurate and sufficient. No trend was identified regarding this complaint. The manufacturing facility conclusively determined the root cause was due to customer's misuse of the product and that no further investigation is necessary since the sample is not available. Baxter philippines visited the reporter to discuss coseal IFU and that it was not appropriate for gi sealing. The case will be kept on file for trending purposes.